Manufacturer narrative:
UDI: unknown part number, UDI is unavailable. This information was not entered into the initial report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Devices are used for treatment, no diagnosis. Aguado-maestro, I., et al. (2013) results and complications of pertrochanteric hip fractures using an intramedullary nail with a helical blade (proximal femoral nail antirotation) in 200 patients. Revista espanola de cirugia ortopedica y traumatologia 57:201-207. This report is for an unknown proximal femoral nail antirotation/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: aguado-maestro, I., et al. (2013) results and complications of pertrochanteric hip fractures using an intramedullary nail with a helical blade (proximal femoral nail antirotation) in 200 patients. Revista espanola de cirugia ortopedica y traumatologia 57:201-207. The country of origin is (B)(6). A retrospective study was conducted on 200 patient treated consecutively between april 2010 and february 2012 using medical records and imaging data. The patients had pertrochanteric fractures and were treated with the proximal femoral nail anti-rotation. The inclusion criteria for the group were extracapsular fractures, low-energy trauma, osteoporosis and aged 60 years or older. The group consisted of 56 males and 144 females ranging in age 60-98 years. The study was conducted based on medical records and imaging data that was collected during the course of treatment. Four patients required additional surgery after the implantation of the pfna. The first patient experienced helical blade cut out and developed an infection. The decision was mad to remove helical blade and nail from the femoral head and neck due to the age and comorbidities of the patient. The second patient experienced helical blade cut out and delayed union. A subcapital fracture was also identified at the point of exit of the blade. The patient was revised to a hemiarthroplasty. The third patient experienced helical blade cut through which ended in the patient having the hardware removed. No new hardware was implanted. The fourth patient experienced a non-union, which caused implant breakage. The patient was revised to a shorter nail. Another patient experienced a non-union, which caused the implant breakage. Patient did not have any additional surgical procedures to correct the problem. This report is 1 of 3 for (B)(4). This report for an unknown proximal femoral nail anti-rotation (pfna) system.